Event description:
It was initially reported that the high impedance measurements (>4000 ohms) were seen during the implant procedure of the patient's implantable neurostimulator (ins). It was noted that the patient did display the proper "bellows" motor sign from the stimulation. Follow up information received reported that, during the implant procedure, the lead was disconnected from the ins and all electrodes were tested with the patient cable with normal results seen. However, when the lead was reconnected to the ins high impedances were again observed on electrode combinations of case <(>&<)> #2, c <(>&<)> 3, 0 <(>&<)> 1, 0 <(>&<)> 2, 0 <(>&<)> 3, 1 <(>&<)> 2, 1<(>&<)> 3, and 2 <(>&<)> 2. The connection with the ins battery was revised with the same outcome. It was decided to open a new ins and implant. High impedances were still observed with the new ins. The patient was programmed using the electrodes with normal impedances and was reported as getting "great" therapy benefit.

Manufacturer narrative:
Product ID 8840, serial# (B)(4), product type: programmer, physician. Product ID 3093-28, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).